Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported difficulty advancing, premature activation and difficulty removing were not confirmed as they were based on procedural circumstances. The damage to the tip was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulties were due to procedural circumstances. The reported failure to advance was likely due to interaction with the heavily calcified, restenosed supera stent. In addition, it is likely that during the failed attempt to advance into the calcified stent, the damage to the distal sheath and tip occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional supera referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a procedure to treat the heavily calcified superficial femoral artery. A contralateral groin access was used. A supera stent was present in the artery and had been there for many years. There was in stent restenosis in this supera. The details of part and lot and the date of implant of this stent are not known. Atherectomy was performed and the new 5.0x120 mm supera self expanding stent system (sess) was advanced but could not cross due to heavy calcification and also due to the already present supera. It is thought that the new supera also became caught on either a strut of the old supera or calcified plaque. The stent became exposed and the nose cone of the new supera became loose. Ultimately, an absolute pro stent was able to cross and be implanted. There were no adverse patient effects in this procedure and there was no clinically significant delay. No additional information was provided.